Manufacturer narrative:
The insulin pump was received with the motor error alarm during the occlusion test and was unable to prime at 2.5 lbs during the prime/force sensor test due to the faulty force sensor resistor. The motor passed the motor test as well. It was not possible to perform the occlusion test due to the motor error alarm. The insulin pump was received with normal operating currents and there was no unexpected off no power or low battery alarm noted. The insulin pump had a cracked case at the display window corner, a minor scratched lcd window, cracked battery tube threads, a cracked belt clip slot at the battery tube threads area, a cracked reservoir tube lip, a cracked reservoir tube and a missing end cap sticker.

Event description:
The customer reported via phone call that the customer's insulin pump alarmed motor error. The customer also reported that he was hospitalized starting five days prior to (B)(6) 2015 due to diabetic ketoacidosis. While troubleshooting for the motor error alarm, the customer was able to complete the rewind sequence. The customer was advised that the insulin pump needed to be replaced. The customer stated that he had gone through full body scans at the airport. The customer was advised to never go through the full body scan at the airport with the insulin pump on. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instructions. The customer was advised that a replacement insulin pump would be sent. The customer agreed to return the insulin pump for analysis.